Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and no trend has been associated with this complaint.

Manufacturer narrative:
(B)(4). Date of initial report: 04/03/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open with first use. No patient injury occurred.